Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with low flow hazard alarms associated with low hemoglobin and hematocrit levels due to active gastrointestinal (gi) bleeding. An esophagogastroduodenoscopy (egd) and a colonoscopy were performed that were both unremarkable. A capsule endoscopy performed showed the gi bleed was diverticular in nature. A diverticula with stigmata of a central red spot was seen and treated with a clip. There were no changes to the patient's condition or anticoagulation status that may have contributed to the gi bleed. The patient received four units of fresh frozen plasma (ffp) and nine units of blood. The blood transfusions along with hydration resolved the low flow alarms. The patient was deemed stable for discharge on (B)(6) 2021 and no further reports of bleeding have occurred. The patient remains off of anticoagulation medication.